Manufacturer narrative:
Request was performed for additional information including lot; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient was hospitalized due to hyperglycemia and diabetic ketoacidosis, with symptoms of fainting, on (B)(6) 2026. The blood glucose level was 400 mg/dl at the time of event and the length of the hospitalization was four days. No further information is available.